Event description:
It was reported that a patient experienced peritonitis coincident with peritoneal dialysis (pd) therapy. The patient contracted peritonitis while hospitalized for an unknown event. It was not reported if hospitalization was prolonged due to the peritonitis. On an unreported date, the patient started treatment with unspecified antibiotics (dose and frequencies not reported) for the event. It was unknown if the patient recovered from the peritonitis. Action taken with therapy was not reported. No additional information is available.

Manufacturer narrative:
(B)(4). As the sample was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a follow-up report will be submitted.